Manufacturer narrative:
Concomitant medical product: fr995-27 valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise resulting in noise reversion on the implantable pulse generator (ipg). The lead remains in use. No patient complications have been reported as a result of this event.